Event description:
It was reported that during central processing, the mega suturecut needle driver instrument was broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.114" x 0.213" was found to be broken off. The broken piece was not returned. The complaint regarding the broken instrument was confirmed by failure analysis.